Event description:
It was reported that on (B)(6) 2022 during a myosure procedure in which the physician was removing retained products of conception , the device stopped working mid procedure. Staff used another device to complete the procedure successfully with a bit of delay. No patient injury reported. Patient was doing fine post op. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
Device was received : a visual inspection was performed and it was noted that the device had its suction line fill with biological fluid. Moreover, a closer inspection revealed that the suction line wall was collapsed around the end area (near the connection to the vacuum system). In other words, instead of having a defined circumference, the structure was flat around that area. A suction test showed that the collapsed region acted as a seal, preventing the engine to purge the system properly (the differential pressure could not be transferred). Regarding the blade, the test was performed the system worked as intended, including the blade and its movement (no issued found regarding the blade position sensor). No torque issue detected. Hence the complaint can be confirmed. Standard DHR review/a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.